Event description:
It was reported that the patient presented in-clinic with an alert for high, out of range, high voltage lead impedance. Programming the svc coil off and induction testing were recommended. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.